Manufacturer narrative:
Section a1 patient identifier complete information: same patient with different sids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I stat high sensitive troponin-I result for one sample. The following results were provided: (customer provided reference range male < 26 ng/l; female <16 ng/l) (B)(6) 2024 sid (B)(6) initial result = 36.2 ng/l, repeat results 3 ng/l, 3 ng/l, access result = 5 ng/l sid (B)(6) (same patient, new sample and sid) initial result = 3 ng/l, repeat result = 3 ng/l, access result = 4.6 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 61193ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I stat high sensitive troponin-I result for one sample. The following results were provided: (customer provided reference range male < 26 ng/l; female <16 ng/l). (B)(6) 2024 sid (B)(6) initial result = 36.2 ng/l, repeat results 3 ng/l, 3 ng/l, access result = 5 ng/l sid (B)(6) (same patient, new sample and sid) initial result = 3 ng/l, repeat result = 3 ng/l, access result = 4.6 ng/l. No impact to patient management was reported.